Event description:
Litigation papers allege: patient begain to suffer from pain and discomfort in his hip and groin which has increased over time. Patient suffered and continues to suffer additional symptoms including, but not limited to sensation of misalignment, weakness, decreased range of motion, and difficulty with activities of daily living. Patients implant makes clicking and popping type noises, and has exhibited the symptoms of a loose implant. Patients blood levels were tested for metal ions. Results at that time revealed a cobalt level of 8. MRI revealed large fluid sacks and pseudo tumors. Physician advised he and his wife that it was imperative that the implant be removed immediately. Patient suffers from substantially elevated and potentially toxic chromium and cobalt metal ions in his blood stream. Patient suffered from rashes on his back, some as large as tennis balls. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates the patient was revised pain, loosening and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient begain to suffer from pain and discomfort in his hip and groin which has increased over time. Patient suffered and continues to suffer additional symptoms including, but not limited to sensation of misalignment, weakness, decreased range of motion, and difficulty with activities of daily living. Patients implant makes clicking and popping type noises, and has exhibited the symptoms of a loose implant. Patients blood levels were tested for metal ions. Results at that time revealed a cobalt level of 8. MRI revealed large fluid sacks and pseudo tumors. Physician advised he and his wife that it was imperative that the implant be removed immediately. Patient suffers from substantially elevated and potentially toxic chromium and cobalt metal ions in his blood stream. Patient suffered from rashes on his back, some as large as tennis balls. Update: (B)(4) 2011 - medical records were received. The revision operative report indicates the patient was revised pain, loosening and metallosis. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.